Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. Should additional information become available, it will be provided in a supplemental report.

Event description:
It was reported that a revision surgery took place due to the superior migration which denotes the upward position of the humerus together with the implant. The said migration occurred due to thinning /rupture of the rotator cuff above the implant.

Manufacturer narrative:
Correct field: reporting contact (g1). The reported event could be confirmed. The device was not returned but evidences were provided, based on provided images which match the alleged failure. A device inspection was not possible since the affected device was not returned for investigation. Since images were provided, the opinion of a medical expert was sought and stated as follows: on a CT-scan we usually see a humeral head with a more superior point of contact in the glenoid fossa, as is the case in this event. To me the stem looks uncemented and it is still well-fixed into the humerus. To superior migration denotes the upward position of the humerus together with the implant due to thinning /rupture of the rotator cuff above the implant. In conclusion well-fixed humeral implant, no migration within the bone, but a more superior position of the bone-implant construct due to rotator cuff deficiency. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the catalog number and lot number were not communicated. Based on investigation, the root cause was attributed to a patient related issue (patient condition). The event was caused by a rotator cuff deficiency. If any additional information is provided, the investigation will be reassessed.

Event description:
It was reported that a revision surgery took place due to the superior migration which denotes the upward position of the humerus together with the implant. The said migration occurred due to thinning /rupture of the rotator cuff above the implant.